Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported that during a procedure, a sys message displayed regarding 'proportional reflux not available' and 'no air infusion when switching to fluid air exchange.' The case was completed after performing aspiration with a syringe and exchanging the three way stopcock. There was no harm to the pt.